Event description:
Enteral feeding pump was in pt's room for use. Pt was set up to receive 95 cc in one hr. Three cans delivered approx 750 cc at 3:30 pm, infused over one and a half hr. Pump checked for amount "infused only" showed 171 cc infused. (Note, entire amount had infused from bag.) Rate was double checked and was set at 95.